Event description:
Same case as MDR ID 2134265-2014-04590. It was reported that stent damage occurred. The target lesion was located in the left circumflex artery (lcx). Following the introduction of a non bsc guide wire and an unknown extra support guide wire, predilation was performed in the proximal and mid lcx using a 2.5mm unspecified balloon catheter at 10-18 atmospheres. A 2.75x38mm promus element¿ and a 2.50x20mm promus element¿ drug-eluting stents were selected and were consecutively advanced but neither of the two stents were able to crossed the lesion due to a sharp angled left main coronary and lcx. Subsequently, it was noticed that the stents were damaged. The 3.5 non bsc guide catheter was exchanged to a 4.0. Then a 2.5x16mm promus element was implanted in the distal cx, a 2.5x20mm promus element was implanted in the mid cx and a 3.0x20mm promus element was implanted in the proximal cx, resulting in 0% residual stenosis and timi iii. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-04590. It was reported that stent damage occurred. The target lesion was located in the left circumflex artery (lcx). Following the introduction of a non bsc guide wire and an unknown extra support guide wire, predilation was performed in the proximal and mid lcx using a 2.5mm unspecified balloon catheter at 10-18 atmospheres. A 2.75x38mm promus element¿ and a 2.50x20mm promus element¿ drug-eluting stents were selected and were consecutively advanced but neither of the two stents were able to crossed the lesion due to a sharp angled left main coronary and lcx. Subsequently, it was noticed that the stents were damaged. The 3.5 non bsc guide catheter was exchanged to a 4.0. Then a 2.5x16mm promus element was implanted in the distal cx, a 2.5x20mm promus element was implanted in the mid cx and a 3.0x20mm promus element was implanted in the proximal cx, resulting in 0% residual stenosis and timi iii. No patient complications were reported and patient's status was stable.